Event description:
The customer's father reported via phone call that the insulin pump alarmed battery out limit multiple times. The batteries were changed three times but the insulin pump was stuck on the battery out limit screen. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected battery alarm or frozen screen was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.